Event description:
A resident was being stood up by therapy staff w/the medi maid lift. With a therapist on either side, resident was in a partial standing position. Resident was less than a foot off the seat of the wheelchair for 5-10 secs, when lift broke and resident fell back into chair, which was positioned directly behind them.